Manufacturer narrative:
The reported observation of end of life was confirmed. It was determined the device had declared first eri ("replace generator soon") voltage level on (B)(6) 2025, prior to the event date of (B)(6) 2025, and was nearing the end of life. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. Using the artemis clinicians manual to calculate the device longevity by determining the energy factors over the implant period. The estimated longevity range would have been 1.5 years (burst continuous) +/- .25-year per ¿ 90205144, assuming 1000-ohm program impedances, for model 3660. The total stimulation on time was 1.45 years, suggesting the device had normal battery depletion at the time of explant. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing and passed all tests. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Date of event is estimated.